Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) at maximum device output during routine follow-up. Poor sensed amplitudes were also reported. Suspecting a lead dislodgement, the physician reprogrammed the patient's device to vdd configuration pending further discussion regarding implant of a new lead. No adverse patient effects were reported.